Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer provided additional information on the patient in question. The initial ion selective electrode (ise) chloride (cl) result was 87.5 mmol/l. The sample was repeated on cobas 6000 c501 module serial number (B)(4) and generated a repeat result of 105.4 mmol/l. The customer deemed the repeat result to be the correct result. There was no adverse event.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) and ise potassium (k) on one patient sample. It was determined the na result was erroneous. All results are in mmol/l. The initial na result was 117. The sample was repeated on cobas 6000 c501 module serial number (B)(4) and generated a result of 135. The initial result had been verbally given to the nurse. The customer deemed the repeat result to be the correct result, and the nurse was called back with the corrected result. There was no adverse event. The lot number for the na electrode in use was not provided. The customer refused a field service dispatch for this issue.

Manufacturer narrative:
The investigation was unable to determine a specific root case. It was noted that a sample handling issue could cause erroneous results, since subsequent measurements yeilded plausible results.